Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The filter was returned for eval; however, no images were returned. The filter contains 6 legs/feet and 5 arms present and intact. One arm (w/shoulder anchor) was fully detached from the base of the apex and not returned with the filter. The filter was returned with 2 crossed legs. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that during the schedules vena cava filter retrieval, a detached filter arm was discovered embedded in the ivc wall. A snare device was used to successfully retrieve the filter and detached arm. There was no reported pt injury.